Manufacturer narrative:
Patient reported experiencing halos, glare, and blurry vision. The light adjustable lens was explanted on (B)(6) 2021 from the left eye. Rxsight's first awareness of the issue was 2/16/2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is currently under evaluation.

Event description:
Patient reported experiencing halos, glare, and blurry vision. The light adjustable lens was explanted on (B)(6)2021 from the left eye. Rxsight's first awareness of the issue was 2/16/2021.

Manufacturer narrative:
Patient reported experiencing halos, glare, and blurry vision. The light adjustable lens was explanted on (B)(6) 2021 from the left eye. The explanted lens was returned for evaluation. Inspection of the returned lens confirmed the presence of a zone in the center of the lens which is indicative of premature photopolymerization of the lens.

Event description:
Patient reported experiencing halos, glare, and blurry vision. The light adjustable lens was explanted on (B)(6) 2021 from the left eye.